Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference number 3002808486-2019-01831. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference number . Occupation: non-healthcare professional. (B)(4). Investigation: the following allegations have been investigated: vena cava (vc)/mesenteric vein perforation, stenosis/collapsed filter, migration, chest pain/pressure, coughing, cold feet, insomnia and limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported chest pain/pressure, coughing, cold feet, and insomnia and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right internal jugular vein due to previous pulmonary embolism and history of protein s deficiency in anticipation of colorectal surgery. Patient is alleging migration, vena cava perforation, chest pain/pressure with coughing, stenosis/filter is collapsed inferior to the liver, and perforation of mesenteric vein. The patient further alleges painfully cold feet which leads to insomnia. ¿before the filter placement I was able to do protects around the house, cleaning and laundry. After the filter I experienced pressure in my chest that I am unable to climb stairs, make a bed or do any household chores. If I bend over slightly I experience severe coughing. I am wheelchair bound for the most part and my husband has to do most of household chores and care for me.¿